Event description:
It was reported by the customer that after delivering five shocks on battery power during testing and then powering the device off, the unit would not complete its boot up cycle when attempting to power the device back on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control advised the customer that if the issue is related to the device's power pcb assembly, a physio-control field service representative would have to perform the appropriate repairs. The customer later indicated that they have decided to retire the device due to the costs associated with an out of warranty repair. The device has not been returned to physio-control for evaluation; therefore further investigation cannot be performed.